Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Intermittent loss of capture on the left ventricular (lv) lead causing oversensing on the device was noted potentially due to programming. The device and lead parameters were reprogrammed. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2018-09449.